Event description:
Battery issue. Unknown if in use. No reports of harm and investigation is ongoing.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-18431.

Manufacturer narrative:
H10. The customer called in to report their battery had failed and required a replacement. A field service engineer (fse) went onsite and discovered that the unit did have the correct battery and did not require a replacement. The fse discovered that the unit did have the correct philips battery and did not require a replacement. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H11: updated contact information, contact office entity, and manufacturing site.